Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user report was confirmed as a faulty scope socket was discovered. Additionally, the worn out scope socket and slider switch caused the high intensity mode to not function. The lamp meter gave of reading of less than 50 hours, but the light intensity output measured out of range. The main power switch is up to date, and the fan is functioning properly. If additional information becomes available following device evaluation, a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
As reported, the procedure preparation, the evis exera iii xenon light source started exhibiting a b30 error code, scope communication error. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 6 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely that the pin of the scope socket was worn out and broke down due to repeated use for a long period of time. As a result, the communication between the scope and the video processor is interrupted and the b30 error (scope communication error) occurred.